Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported while performing the binaxnow covid-19 antigen self test on (B)(6) 2021, some of the reagent solution from the antigen self test spilled onto the swab and the swab was then used to collect the test sample from the nostril. The consumer called technical services (ts) for further guidance. Ts advised the consumer to flush the area that came into contact with the reagent solution with lots of water. Ts also advised that should irritation occur or persist, to contact a medical professional. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Additional: d3 (email), d4 (exp date and UDI). Technical service advised customer on the phone to flush the area that came into contact with the reagent with lots of water and to contact a medical professional if irritation occurs or persists. Technical service stated they made three attempts to provide the customer with the safety data sheet and was unsuccessful in getting in contact with the customer. Per binaxnow covid-19 antigen self test v 3.0. Precautions: the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.